Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asetf083 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we have had a few cases lately being reported that the huber needles are cracking at the hub again." No other information was provided.